Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2023-02064 is a duplicate of MFR report number 0002023141-2023-02079 that was submitted on (B)(6) 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2023-02079. No additional reports will be submitted under MFR report number 0002023141-2023-02064.

Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02064 as this event has already been submitted and is a duplicate of MFR report number 0002023141-2023-02079 that was submitted on (B)(6) 2023.

Event description:
It was reported that the patient presented to the clinician office with pain, bone loss and implant mobility. The patient experienced peri-implantitis with abscess and pain at implant tooth site #3. Therefore, the implant was removed, and the site was grafted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.